Event description:
The patient contacted baxter's technical service center regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 105 alarm. The rn stated he was aware of the alarm and that he believed it was related to the patient not having her weight set correctly. The rn stated he programmed her pro card and everything has been fine. The rn did not believe the patient was overfilled. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The probable cause of the iipv was insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one concomitant cassette in reference to the increased intra-peritoneal volume (iipv). The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leaks noted. No manufacturing abnormalities were noted during visual inspection. The iipv was not confirmed during concomitant sample evaluation. This complaint for increased intra-peritoneal volume (iipv) was confirmed in the event history log. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.